Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd intima ii¿ IV catheter there was an issue with broken tubing. It was stated ¿after a day of infusion, the nurse check and closed the clamp. The patient found blood leaking on the tubing near pinch clamp". There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. Microscopic investigation of the extension tubing the edges of the observed defect were uneven, the markings made by the accidental activation of pinch clamp during transportation result in an even symmetrical mark. The batch record also was reviewed, no related abnormalities were found. Investigation conclusion: unfortunately the root cause for the observed failure mode could not be finalized at this time, however previous investigations show that this failure mode can be cause by the application of the pinch clamp during normal use. This complaint specifically acknowledges that the pinch clamp was applied by the end user prior to the extension tubing becoming damaged.